Event description:
The lipid tubing became disconnected from y-site connection while the patient was ambulating.

Event description:
The lipid tubing became disconnected from y-site connection while the patient was ambulating.